Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, it was observed that there was no foam spacer with the device. The surgeon used a replacement heartstring seal to complete the procedure. No patient complication were reported by the hospital. In may 2005 the seal was observed to be cracked. This is a reportable malfunction.